Manufacturer narrative:
The reported event of interrogation anomaly was confirmed. Final analysis found the device was at eri. A false eri was found from (B)(6) 2020. Test results indicated loss of telemetry when battery voltage dropped below 2.31 v. Combo ic (u2) was identified as the cause of the telemetry issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was unable to be interrogated. The pacemaker was explanted and replaced. The patient was in stable condition.